Event description:
It was reported that the customer experienced high blood glucose levels and issues with the infusion set. The blood glucose reading was between 400 and 500 mg/dl. The customer stated that she could not figure out the cause of the high blood glucose levels, as she was not eating anything. She changed the infusion set, treated with a manual injection, and her blood glucose levels went down. She declined troubleshooting assistance for the high blood glucose, stating that the reservoir worked fine with the new infusion set. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.